Manufacturer narrative:
Returned product evaluation found lens returned dry in a lens case/vial with clear surgical residue/debris on lens. Visual inspection found the optic and haptic torn and the haptic bent. Dimensional inspection found the lens to be within specifications. (B)(4)

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Work order search: (B)(4) similar complaints were reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6 mm vicmo12.6 implantable collamer lens, -07.00 diopter, in the patient's left eye (os) on (B)(6) 2017. The lens was explanted on (B)(6) 2017 due low vaulting. There was no patient injury. The lens was not exchanged for another lens.